Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly where it was determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. The ic chip put the unit into a constant reset condition, which would not allow the device to complete the boot up cycle and prevented defibrillation from being delivered. The removed ui pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not complete the boot up cycle and, as a result, would not be able to provide therapy, if necessary.